Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that protector p14j leaked during use. The following information was provided by the initial reporter: this is a report about leak between the protector and the vial. Preparation of the first 2 vials was completed with no problem; however, after attaching the protector p14j to the third vial (navelbine), leakage between the protector and vial occurred. The same hcp performed these procedures of preparation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-08. H6: investigation summary two samples consisting of one protector attached to a vial was returned to our quality engineer for investigation. The product was visually inspected, no defects were observed on protector or protector membrane. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leak between the protector and vial was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Given we could not replicate the reported failure, a root cause could not be established at this time. The protector must be completely vertical when attaching onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector onto the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that protector p14j leaked during use. The following information was provided by the initial reporter: this is a report about leak between the protector and the vial. Preparation of the first 2 vials was completed with no problem; however, after attaching the protector p14j to the third vial (navelbine), leakage between the protector and vial occurred. The same hcp performed these procedures of preparation.